Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, confirmed by fingerstick, with a lowest blood glucose of 41 mg/dl and no reported precipitating factors. Symptoms included no reported physical symptoms. Outcomes included successful correction with oral carbohydrates provided by a caregiver, no need for medical intervention, and no prolonged time out of range. Investigation included complaint handling, product-use review, and user troubleshooting and education regarding potential contributors such as recent initiation and system learning. Investigation of this case revealed no device malfunction reported, no alarms reported, and no contributing external factors identified, resulting in a cause that remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.